Event description:
(B)(4). Ever since having the essure inserted I have had nothing but problems, including stomach pains, night sweats, bad migraines, unexplained fevers often and the worst one I've had is all my hair is falling out. I've had blood work done for my hormones and such but everyone tells me that they all come back normal but I know my body and I know that I am suffering from this device and I'm trying to have it removed asap!!!